Manufacturer narrative:
H10: the device was not received for evaluation, however a video was provided. Visual inspection of the provided video showed the product during treatment. A dripping of the fluid in the header area was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysate leak was observed at the top of the housing during treatment with a polyflux 210h. There was no patient injury, or medical intervention associated with this event. No additional information is available.